Event description:
It was reported that the patient felt palpitations around the right collarbone area and muscle contraction in the same arm. The implantable pulse generator (ipg) was reprogrammed, eliminating the pectoral stimulation. The right ventricular lead was also noted to have high thresholds. The ipg system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.